Event description:
The customer reported the paddles are not functional as did not deliver a shock. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the paddles are not functional as did not deliver a shock. There was no reported pt involvement. The customer replaced the paddles and confirmed the issue was resolved. The customer scrapped the paddles. We will consider this a malfunction of the paddles where the shock was not delivered.